Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. Multiple kinks were noted along the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. 1 mm of blade was missing in the mid-section of the balloon. All other blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The inner lumen was stretched and bunched in the mid-section of the balloon. The inner was also stretched and detached 5cm from the bumper tip.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that balloon protector sleeve difficulty removal and shaft damage occurred. The 90% target lesion was located in the moderately tortuous and moderately calcified artery. A 15 mm x 3.00 mm wolverine coronary cutting balloon was selected for use. During unpacking, it was noted that the balloon protector sleeve covering the catheter tip was stiff and difficult to remove. When additional force was applied to remove the sleeve, the wire lumen of the catheter became flattened. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the inner lumen detached at 5cm from the bumper tip and 1mm of blade segment missing.